Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be replaced on a future date because the device has stopped working. The "existing device has been in situ about 9-10 years and has finally stopped working. Revision surgery to replace all components." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.